Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue of ¿internal communication error¿ and no waveforms. However, the fse verified multiple code #53 in the fault logs. To resolve this issue, the fse replaced executive processor board as per the manual and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated ¿error code #53¿ and ¿internal communication error¿ with no waveforms . There was no patient harm and no adverse event was reported.